Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It is unknown which lead was explanted. Hence, both leads are being reported. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00455. It was reported that the patient was unable to set the ipg into MRI mode due to low impedances on one lead and high impedances on the other lead. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2019 wherein the lead with high impedance was explanted and replaced with a new lead addressing the issue.